Event description:
Reporter stated that patient's capillary blood glucose was measured, using the suspect advantage gts system, with a result of 23mg/dl. Five minutes later, patient's blood glucose was reportedly retested on a different advantage gts system with a result of 146 mg/dl. Reporter noted that, at the time the results were obtained, patient was not exhibiting symptoms of hypoglycemia. No medical intervention was performed and no resultant injury was reported. The discrepant result was obtained in a hospital. Reporter stated that quality control testing had been performed on the suspect advantage gts system and the values were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.